Manufacturer narrative:
(B)(4). Concomitant product(s): catalog #: 814510110, hfn lag screw 10.5mm x 110mm, lot # tc1132310f. Customer has returned to product to zimmer biomet for investigation. The evaluation is in process. Once it has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip fracture nail revision procedure approximately two months post-operatively due to the nail fracturing by the lag screw junction. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Visual inspection of the returned device revealed was fractured and had scratches and scuffs. Device was used for treatment. DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Device was returned, and the reported event was confirmed. Sem analysis of the fractured hip fracture nail sample showed that it was fractured by bending fatigue. No inclusions or defects were observed near the suspected primary crack initiation site due to post fracture damage. Fatigue mode of fracture with multiple secondary cracking and fatigue striations were identified on the fracture. Ductile overload shear dimples were identified near another end of the nail, which confirmed the crack exit site due to overload. Eds semi-quantitative elemental analysis showed that the nail sample was consistent with ti-6al-4v alloy. Both the lag screw and nail returned showed many scuffs and scratches. The nail met print specifications where measured. Device history records were reviewed, and no discrepancies were identified. Complaint history review determined that no further actions are required. A likely root cause for the reported event cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.